Event description:
Related manufacturer reference number: 2017865-2022-04695. It was reported that during initial implant procedure, stylet was not able to insert in patient's new implanted lead. It was also found that the lead was not able to pace. It was then reported that the lead helix was not able to extend and stylet was not able to insert in second implanted lead. Both leads were not implanted during procedure on (B)(6) 2022. An alternate lead was implanted. The patient was stable.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. The reported events of stylet insertion issue and loss of capture were not confirmed. As received, a complete lead was returned for analysis with the helix partially extended and clogged with blood / tissue. Visual and x-ray analysis noted the helix was bent and damaged. A stylet insertion test was performed a sample stylet was able to be fully inserted / removed successfully with no difficulty. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of a helix mechanism issue was due the helix bent / damaged and the helix clogged with blood / tissue. No other anomalies were found.